Event description:
During the procedure however before insertion into patient, the enf37 no-tip did not advanced through prowler select plus straight. He tried many times but it did not work. He used another same type prowler and enf37. The procedure was successfully done. No patient or vessel code information provided.

Manufacturer narrative:
During the procedure however before insertion into patient, the enterprise vrd (enf453700/10218097) did not advanced through prowler select plus straight microcatheter (606s255x/ 15856071). He tried many times but it did not work. He used another same type prowler and enf37. The procedure was successfully done. No patient or vessel code information provided. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. Delivery wire and coil dispenser were received, the stent involved was not received for analysis in this product issue. The microcatheter involved was analyzed under (B)(4) also the stent was received deployed inside of the bag of this product issue. No anomalies were found during visual analysis of delivery wire and microcatheter. The functional analysis was performed without the stent because the stent was received deployed. Functional analysis was performed with the involved delivery wire and microcatheter. The guidewire completely passed through the microcatheter successfully with no anomalies detected during the test. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10218097. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer delivery wire impeded-in microcatheter¿ was not confirmed since the functional test was completed successfully. The cause of the event experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The enterprise vrd system (enf453700/10218097) did not advance through the prowler select plus straight microcatheter (606s255x/15856071) despite several attempts. Another same type prowler and 37mm enterprise were used and the procedure was successfully completed. No further clinical procedural information has been provided in response to multiple investigational attempts. A review of the manufacturing documentation associated with prowler select plus lot 15856071 presented no issues during the manufacturing process and inspection processes that can be associated with the reported complaint. The device has not been received for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise vrd lot 10218097. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device has not been received for analysis. Based lack of clinical/procedural information and without the return of the devices for analysis no conclusion can be made regarding the reported inability to insert the enterprise through the prowler select plus. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with these product malfunction events in which associated manufacturer report numbers are 1058196-2013-00326 and 1058196-2013-00327.